Manufacturer narrative:
The reported issue was cleared by the customer. The facility chose to cancel the service call.

Event description:
The customer reported, the system displayed an error code message. No report of pt injury.